Manufacturer narrative:
Expiration date: na. A total of (5) electrodes were analyzed: tcn-10, lot 011116, quantity (1), nitinol tc electrode, 100 mm the device analysis performed on the (1) electrode revealed discolored epoxy and a chip out. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored. This failure mechanism is unrelated to the reported complaint and is due to external mechanical force and thermal stress associated with multiple autoclave cycles. Tcn-15 lot 051016, quantity (3) nitinol tc electrode, 150 mm the device analysis performed on the (3) electrodes revealed discolored epoxy and a chip out. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored. This failure mechanism is unrelated to the reported complaint and is due to external mechanical force and thermal stress associated with multiple autoclave cycles. Csk-tc10, lot n184, quantity (1) csk tc electrode, 10cm the device analysis performed on the (1) electrode was found to be completely separated from the hub due to excessive external mechanical force. The shaft was not returned for analysis. The functional test could not be performed due to the separated shaft.

Event description:
The device analysis performed on the five electrodes revealed that four of them had discolored epoxy and a chip out. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored. This failure mechanism is unrelated to the reported complaint and is due to external mechanical force and thermal stress associated with multiple autoclave cycles. The device analysis performed on the fifth electrode was found to be completely separated from the hub due to excessive external mechanical force. The shaft was not returned for analysis. The functional test could not be performed due to the separated shaft.